Event description:
(4th) dental implant placed 1997 area 14. The (3) previous implants placed back in 1992 may have had an effect on this implant. Unable to verify bone loss, because dr. Would not release x-rays. Coating on this implant was done by a different coating supplier.